Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device is not available for evaluation

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was further reported there was a delay of less than 30 minutes to obtain a replacement blade as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was further reported there was a delay of less than 30 minutes to obtain a replacement blade as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.